Event description:
It was reported that the patient experienced ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) exhibited under-sensing and failure to deliver therapy. The patient deceased. There is no allegation from the physician that suggests the death was related to the patient's system or any procedures involving the system. Abbott engineering reviewed session records to confirm ICD was performing as expected. The ICD was programmed to single vf zone at 200 bpm with 24 intervals to detect. Ventricular fibrillation therapy assurance (vfta) appropriately triggered once and arrhythmia was temporarily converted. After that point, there were intermittent fast events (>200 bpm) with more frequent events slower than 200 bpm that prevented the device from reaching the programmed detection criteria. The device was performing per specifications.